Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous and severely calcified unspecified vessel. A 3.00x28mm promus element plus drug eluting stent was advanced but failed to cross a severely calcified lesion. The device was then removed intact but the stent was noticed to have lifted upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that the hypotube was severely kinked at 19.7cm and 21cm distal to the strain relief. An examination of the crimped stent identified that the stent from the 6th row from its proximal end, was stretched and pulled over the tip of the device. The first 6 rows from the proximal end of the stent were intact and securely crimped on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous and severely calcified unspecified vessel. A 3.00x28mm promus element plus drug eluting stent was advanced but failed to cross a severely calcified lesion. The device was then removed intact but the stent was noticed to have lifted upon removal. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.